Event description:
It was reported to lifecell by (B)(6), that the patient underwent a ventral hernia repair in an infected field with lifecell device. The patient was a huge smoker and coughed frequently. The patient was returned to the or to address a complication related to the primary surgery when the lifecell device was found to be torn at two different locations. The surgeon stated that it was actually hard to tell if the device was torn because of the mechanical force of the coughing, or if it was eaten because of the (pre-existing) infection. The surgeon believes it is because of the thickness of the device, which varies a lot in some places, that weakened the device in this particular case. The surgeon removed the device, sutured the two weak spots, and then put the device back into the patient's abdominal wall for repair. It was also reported that 3 months have elapsed since the repair and the patient seems to be doing well.

Manufacturer narrative:
Our investigation of lot s11199 includes: method: review of the information as reported, device history records and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot s11199. Results: review of the device history records revealed no deviations during the production of lot s11199 that may be associated with the event. The lot met acceptance criteria for qc release, including tensile testing and suture-pull testing results. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. To date, no other complaints have been reported to lifecell against lot s11199. To date, of the (B)(4) devices processed for lot s11199, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. Conclusion: as reported, the thickness of the device showed variation based on visual observation by the surgeon. The lifecell device is a biological mesh made from porcine dermis and variation in thickness is expected. The device was not returned for evaluation and the thickness of the complaint related device could not be objectively assessed. Patient factors of coughing and prior infected field may have contributed to damage of the device. Based on the provided information, review of lot processing history with no deviations in association with the event and that no other complaints were reported to lifecell against the lot, no root cause could be definitively established. The event is unlikely related to the lifecell device, as the lot met qc criteria for product release and that no other complaints were reported against devices distributed from the lot. Device not returned for evaluation.